Manufacturer narrative:
The device was not returned for evaluation. The work order ac1045066 was reviewed and appears complete and correct. The graft appears to be manufactured as per the approved by physician order. Medical imaging associated with the complaint was reviewed by medical director at william cook australia: "after the initial deployment, which included coiling of the right internal iliac artery, there appear to be at least two type 3 endoleaks. One seems to emerge from the bottom of the overlap segment between the zfen-p and the zfen-d, despite there being a good 3-stent overlap. The leak from the overlap segment of the main device body components appears not to have been due to any device failure, either of design or manufacture. It is possible that the fit between the zfen-p and the zfen-d was too loose, and ballooning of the overlap failed to seal the endoleak. The appearance on the follow-up cta done almost a month after the index procedure shows a good result, with no leaks, and a well-functioning fem-fem crossover graft". The device IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak; and endoprosthesis: improper component placement. The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Based on the information available it is difficult to determine an exact root cause. It is possible that one or more of the following factors contributed to the complaint: procedural factors (insufficient ballooning of the overlap or malposition of device - loose overlap).

Manufacturer narrative:
The device was not returned for evaluation. The work order ac1045066 was reviewed and appears complete and correct. The graft appears to be manufactured as per the approved by physician order. Medical imaging associated with the complaint was reviewed by medical director at william cook australia: "after the initial deployment, which included coiling of the right internal iliac artery, there appear to be at least two type 3 endoleaks. One seems to emerge from the bottom of the overlap segment between the zfen-p and the zfen-d, despite there being a good 3-stent overlap. The leak from the overlap segment of the main device body components appears not to have been due to any device failure, either of design or manufacture. It is possible that the fit between the zfen-p and the zfen-d was too loose, and ballooning of the overlap failed to seal the endoleak. The appearance on the follow-up cta done almost a month after the index procedure shows a good result, with no leaks, and a well-functioning fem-fem crossover graft". The device IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak; and endoprosthesis: improper component placement. The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Based on the information available it is difficult to determine an exact root cause. It is possible that one or more of the following factors contributed to the complaint: procedural factors (insufficient ballooning of the overlap or malposition of device - loose overlap).

Event description:
It was a type 3 endoleak between the proximal and distal components.

Event description:
It was a type 3 endoleak between the proximal and distal components.